Event description:
Additional information was requested and received stating that when the surgeon pressed the trigger while holding the injector upright, causing the implant to be expelled before injection. This incident occurred before injection, during implant preparation in front of the main incision. Unspecified lens of same model and diopter was used. The procedure was completed on the same day.

Manufacturer narrative:
The product was not returned for analysis. It is stated in the file that "the surgeon pressed the trigger while holding the injector upright, causing the implant to be expelled before injection". The root cause for the reported complaint appears to be a coincidental event that was unrelated to the product as it is stated in the file that "the surgeon pressed the trigger while holding the injector upright, causing the implant to be expelled before injection". Based on this information, the product did not cause/contribute to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported during intraocular lens (iol) implant procedure, the surgeon noticed unspecified issue with the lens during placement. Additional information was requested but is not available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).